Event description:
An implant card was received indicating that the patient underwent generator replacement surgery. It was reported that the explanting facility does not return explanted devices for analysis; therefore product analysis will not be performed.

Event description:
Clinic notes were received stating that the vns patient reported having a lot of little seizures during an office visit on (B)(6) 2014. The physician was unsure whether the patient¿s reported episodes were actually seizures or if they were auras or non-epileptic spells. The patient was referred for a surgical consult to replace his device. No known interventions have occurred to date. The physician previously stated that the patient had been doing poorly even with maximal vns treatment and was concerned with the patient¿s poor eating and hyperglycemia as provoking factors for seizures. The notes indicate that the patient¿s device was last tested during an office visit on (B)(6) 2013 and diagnostic results showed normal device function at the time. Attempts for additional relevant information were made but have been unsuccessful to date.

Manufacturer narrative:
(B)(4).